Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b1, b4, b5, g4, h1, h2, h3, h6, h10. D4 unique identifier (UDI) number: (B)(4). D10: the product will not be returned to zimmer biomet for investigation, as it has been discarded. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. The review of sterile certificate indicated that product received radiation within specified range. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : the product has been discarded.

Event description:
It was reported that a patient underwent an initial left knee replacement procedure on. Subsequently, a revision procedure due to bearing dislocation and possible infection was performed.

Manufacturer narrative:
(B)(4). UDI# (B)(4). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee replacement procedure. Subsequently, a revision procedure due to bearing dislocation and possible infection was performed.